Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(component codes).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. Upon arrival, the fse found the cracked pressure tube assembly. The fse replaced the pressure and vacuum tube assemblies. This corrected the problem. The iabp unit passed all functional and safety tests according to factory specifications. The device was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system over temperature. There was no harm or injury to the patient and no adverse event was reported.